Event description:
Patient reported that his v-go fell off yesterday afternoon, (B)(6) 2019, at about 230pm, after putting it on about 8am. So it was on approximately five and a half hours. He was outside in the heat and was sweating. He wears the v-go on the abdomen.